Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic got a red alert from this cardiac resynchronization therapy defibrillator (crt-d) for tachy mode being off. The device remains in service. No additional adverse patient effects were reported.